Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Nah6: method code 4114 was removed and replaced with 4117.

Manufacturer narrative:
Dates of event and implant: estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information available, a cause for the reported recurrent mr (mitral regurgitation) could not be determined in this case. The reported dyspnea and heart failure appears to be cascading effects of recurrent mr. The reported patient effects of heart failure, mr, and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. The additional patient effect (death) referenced is being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying the mitraclip that may be related to patient death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled, characteristics and outcomes of patients with normal left atrial pressure undergoing transcatheter mitral valve repair.